Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have any detection. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device failed functional testing. The main board must be calibrated. It was also noted that the battery contacts were corroded, and the ring was sticky.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.